Manufacturer narrative:
(B)(4). Section d4 and h4 device 1: lot#: not provided; date of manufacturing: not provided; UDI: not provided device 2: lot#: 2100605657; date of manufacturing; 09 october 2018; UDI:(B)(4). Device 3-5: lot#: 2101006164; date of manufacturing; 11 february 2020; UDI:(B)(4). Method: the complaint rt041s non-vented hospital full face masks were returned to f&p healthcare for evaluation, where they were visually inspected. Results: visual inspection of the returned masks revealed that the seal was partly separated from each of the mask base. It was further observed that a continuous bead of glue was found around the mask seal. Marks from the base in the glue on the detached part of the seal indicate that it was correctly inserted in all three of the returned masks. Conclusion: we were unable to determine the root cause of the observed separation. Visual inspection indicated that the masks were assembled and glued properly. This suggests that the separation occurred post production. The rt041s full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041s non-vented hospital full face mask. It also states the following: - "operating pressure range: 5 - 25 cmh2o." - "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "in the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Event description:
A healthcare facility in germany reported via a fisher and paykel healthcare (f&p) field representative that the seal of five rt041s non-vented hospital full face masks disconnected from the mask frame. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: lot#: not provided; date of manufacturing: not provided; UDI: not provided device 2: lot#: 2100605657; date of manufacturing; 09 october 2018; UDI: (B)(4). Device 3-5: lot#: 2101006164; date of manufacturing; 11 february 2020; UDI: (B)(4). The complaint (B)(4) non-vented hospital full face masks are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in germany reported via a fisher and paykel healthcare (f&p) field representative that the seal of five rt041s non-vented hospital full face masks disconnected from the mask frame. There was no patient involvement.